Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the tip of the broach broke off and was left in the canal of the patient. This was discovered during the post-op x-ray. No additional intervention has been reported. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h6. Visual examination of the returned product identified rasp cutting teeth are dull and worn. Post shows galling and gouges from use. Flat surface around the etch shows indentations from previous uses. Distal tip is confirmed to be fractured and fractured piece(s) were not returned with the rasp for evaluation. No other damage was noted. Device was submitted for further analysis. Analysis determined the device fractured due to bending fatigue, culminating into an overload fracture. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with evidence of fractured hardware within the proximal to mid femoral diaphysis. The complaint was confirmed based on the evaluation of the provided x-rays. DHR was reviewed an no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.